Event description:
The user facility reported a 78-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Medical staff had difficulty inserting the impella pump due to the patient's anatomy. After a few failed attempts the patient was taken to the catheterization lab where impella was implanted successfully. Five days after the impella implant the computed tomography scan showed that the patient had possibly experienced a stroke. Seven days after that the patient was shown to have bloody bowel which was suspected to be from hemolysis and several blood units had to be administered. The md decided to slowly wean the patient off impella and finally decision was made to completely withdraw care.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions: including catheter position, pre-existing medical conditions, and small left ventricular volumes. May also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported hemolysis, stroke/cva and delivery issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was determined to be the patient condition. Since it was mentioned that the patient has high grade stenosis in the right femoral artery and a heavily calcified left femoral, so impella placement was attempted through right innominate artery in or but was unsuccessful pass the impella 5.5. It was noted that it was a hemorrhage type of stroke which caused the bleeding in the brain. It was noted that heparin was used in the purge stream. There is no evidence that relates to the use of heparin has caused the stroke. Therefore, it is an unknown relation to heparin that caused the stroke and the root cause of the stroke is determined to be patient condition. The root cause of the bloody bowel moment (hemolysis) was not determined. There was not enough information that hemolysis was caused by impella and the product was not returned to inspect the root cause and hence, the root cause is undetermined. This report is being filed as part of a retrospective review of historical records.